Event description:
The user was performing annual instrument comparisons and noted the integra 800 was not correlating with the c6000 for creatinine kinase. The user ran five patient samples on the integra, and then reran them on the cobas 6000. Of these, two were found to be discrepant. Sample 1: c6000 result was 48, integra result was 31. Sample 2: c6000 result was 76, integra result was 60. After replacing the probes and absorbance lamp and performing calibration and qc, the user ran five different patient samples on the integra. The same samples were then run on the cobas 6000. Of these, one was found to be discrepant. The c6000 result was 76, integra result was 60. All results are in u per l. The user stated the results from the c6000 were believed to be correct. None of the results from the integra were reported.

Manufacturer narrative:
The field service representative was unable to determine a cause and performed a correlation and precision with acceptable results.